Event description:
Spontaneous call. Patient is unable to adjust pump rate on ms3 pump (sn (B)(4)). Confirmed patient is following correct procedure but pump rate will not adjust. Advised we would send replacement pump. No other information available. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.